Event description:
Device issue: needle-to-cuff miss, difficult to remove, detached sheath, detached portion of foot. Time of device issue: during vessel closure. Adverse event: surgical intervention to remove foreign body. It was reported that a nurse trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. During device removal, resistance was met. The physician came over to assist the nurse, applied additional force to remove the device and the sheath detached at the distal guide. The detached sheath migrated to the profunda, which was surgically removed. When the device was removed, it was noticed that a portion of the foot was missing. Efforts to locate the detached portion of the foot with angiography were unsuccessful. The pt was reported to be asymptomatic and was discharged three days later. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Against resistance. The device is expected to be returned for evaluation. It has not yet been received.